Manufacturer narrative:
The customer replaced the touchscreen. No product has been returned. If the device is received for internal failure analysis, this complaint will be reopened, and a root cause analysis will be performed.

Manufacturer narrative:
Date of event:(B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported the touchscreen will calibrate but then will drift and not respond correctly. There was no patient involvement. The remote service engineer provided the part number for a replacement touchscreen and discussed installation per the service manual.